Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted.

Event description:
A shockwave c2+ intravascular lithotripsy (ivl) catheter was used to treat the left main ostium. The vessel was reported to measure 4.0 mm, with a lumen diameter of 3.5 mm. Balloon sizing and lesion preparation were reported as appropriate for percutaneous coronary intervention (pci) treatment. It was reported that after ivl treatment of the left main ostium, and while preparing to treat the left anterior descending artery (lad), the patient developed chest pain. Evaluation subsequently identified a perforation at the left main ostial treatment site. A graft balloon was used in an attempt to manage the perforation, and the procedure was discontinued. The patient was then taken for coronary artery bypass grafting (CABG). Due to the event occurring before all planned ivl pulses were delivered, no additional non-compliant (nc) balloon dilation or stent placement was performed after ivl treatment. There was no ivl malfunction reported.